Event description:
User contacted the emergency support program for assistance with a clotted inner lumen. No patient harm was reported.

Manufacturer narrative:
Guidance was provided confirming that the balloon could continue to be used with an alternate source of arterial pressure. Instructions were given on how to connect the pressure cable to the radial arterial line for arterial pressure monitoring. The user confirmed understanding of the steps.